Manufacturer narrative:
Method: the electrical resistance of the heater wires in both the inspiratory and the expiratory tubes of the returned rt110 adult dual-heated breathing circuit was tested using a multimeter. Results: no fault was found with the heater wires of the returned breathing circuit. The electrical resistance test results were within the required specifications. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. The returned breathing circuit operated correctly during testing and the reported fault could not be replicated.

Manufacturer narrative:
(B)(4). The complaint rt110 adult dual-heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported that an rt110 adult dual-heated breathing circuit caused constant heater wire alarms and fluctuating temperatures on the mr850 respiratory humidifier. It was also reported that the hospital staff isolated the fault to the breathing circuit by replacing the "components" one by one until the alarms stopped. This was noticed during use on a patient. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an rt110 adult dual-heated breathing circuit caused constant heater wire alarms and fluctuating temperatures on the mr850 respiratory humidifier. It was also reported that the hospital staff isolated the fault to the breathing circuit by replacing the "components" one by one until the alarms stopped. This was noticed during use on a patient. No patient consequence was reported.